Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture occurred. The lesion was located in a tortuous left circumflex artery. A 2.5x32mm promus element stent was advanced to the lesion but could not cross. While attempting to cross the lesion, the shaft fractured approximately 25cm from the hub of the device. The device was removed and the procedure was completed with a non bsc stent. No patient complications were reported. Patient status is listed as good. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture occurred. The lesion was located in a tortuous left circumflex artery. A 2.5x32mm promus element stent was advanced to the lesion but could not cross. While attempting to cross the lesion, the shaft fractured approximately 25cm from the hub of the device. The device was removed and the procedure was completed with a non bsc stent. No patient complications were reported. Patient status is listed as good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination identified a hypotube break 23.4cm from the catheter strain relief. There were also kinks along the entire length of the hypotube. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)